Event description:
See initial report.

Manufacturer narrative:
The complaints database was reviewed over the past 24 months, covering all installed essenz hlm systems globally. No concerning trends about the reported failure was observed, confirming the isolated nature of the incident. Based on the investigation findings, the root cause of the event was an isolated human error during the software flashing process. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market

Manufacturer narrative:
A1-a5. Patient information was not provided. H11: a livanova field service representative was dispatched to the facility to investigate the device and extracted the cockpit log files. The investigation suggested that the issue was caused by an error of the technician during the machine software flashing. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an essenz cockpit which turned black while changing the heater/cooler parameters onto the display. The event occurred during procedure. There was no patient injury.